Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the collar wash valve was not working properly and was the cause of the cc qc failures as well as the reagent probe leak. The collar wash valve was replaced and the issues were resolved.

Event description:
The customer initially reported a unicel dxc 800 synchron system generated multiple out-of-range chemistry cartridge (cc) quality control (qc) recoveries. While troubleshooting the instrument via telephone with beckman coulter (bec) hotline support, the instrument operator found that one reagent probe was leaking. The leak was contained within the instrument. The instrument operator was wearing gloves and a laboratory coat when the leak was found. There were no reports of exposure to the leak. There were no erroneous patient results generated in connection with this event.